Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of over 400-high mg/dl. Customer attempted to address bg with a correction bolus via the pump. On (B)(6) 2025 customer went to the emergency room and was subsequently hospitalized; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.